Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was not lasting as long as expected. The pump was allegedly emitting low battery and replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s history revealed two replace-battery alarms; there was no history that indicated excessive battery usage. The battery compartment was undamaged; no moisture was observed within the battery compartment or on the underside of the battery cap. The battery cap was able to properly secure to the pump. The pump¿s electric draws were found to be within specification. The was no evidence of moisture within the pump. Unrelated to the complaint, investigation revealed a dim and discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.